Event description:
It was reported that in (B)(6) 2013 the patient¿s device was moved and then explanted in (B)(6) 2013. It was indicated that a little piece of her spinal cord was taken out to put implant in. The patient experienced mid-upper back pain bothered her after implant. The device was moved in (B)(6) from her butt cheek to about 6 inches higher, located right under the ribs, because the wires were twisted and she could feel the tugging. Where the battery was located was filling with fluid and hurt, and she thought that her body was rejecting it. The device was really not taking care of the pain. It was noted that the upper part of her back was indented and looked like a chainsaw went down her back.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).